Event description:
It was reported that during insertion of the iab through the sheath, resistance was encountered which inhibited further advancement. The iab was removed and replaced with no patient complications.